Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of surgical accident during colonoscopy and bacterial peritonitis with culture positive for e. Coli and gram negative organism coincident with dianeal pd4 ultrabag and extraneal viaflex therapies. In (B)(6) 2004, the patient began treatment with dianeal pd4 ultrabag (2.5l, frequency and lot number not reported) and extraneal viaflex (2l, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a surgical accident during a colonoscopy. On (B)(6) 2011, the patient experienced bacterial peritonitis due to the surgical accident during a colonoscopy. On (B)(6) 2011, the patient was hospitalized for the bacterial peritonitis. It was not reported whether the patient received remedial therapy. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the event of bacterial peritonitis resolved. It was not reported whether the event of surgical accident during colonoscopy resolved or whether dianeal pd4 ultrabag and extraneal viaflex therapies were ongoing. The nurse stated that the event of bacterial peritonitis with culture positive for e. Coli with gram negative organism was not related to dianeal pd4 ultrabag and extraneal viaflex therapies. The nurse did not provide a statement of causality for the event of surgical accident during colonoscopy.